Event description:
The customer contacted baxter's technical service center regarding a check supply line (csl) alarm, which occurred on the homechoice (hc) during use, during last fill, during refilling the heater. The fill volume (fv) equaled 160ml. The caller switched the heater bag while the home patient (hp) was connected. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient's nurse on (B)(6) 2011 in regards to a check supply line alarm and she said that she was aware of the patient having switched the heater bag while connected. She went over with them the proper procedures on the home choice. She said since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.